Event description:
The patient presented in-hospital after receiving multiple shocks. During lead revision a defect at the trifurcation boot was observed. The lead was explanted and replaced.

Manufacturer narrative:
Fracture of the sensing coil was found close to the connector ring crimp sleeve, consistent with fatigue.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.